Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Reporter indicated a patient underwent explantation of a vns generator and lead due to infection and extrusion of the lead wire. The reporter indicated the infection was a result of the initial implant surgery and the lead wire extrusion was a result of the infection. The explanted products have been returned for product analysis. The reporter has stated the patient will be reimplanted when the infection clears.